Event description:
It was reported that the patient had his pump removed 3 years ago (specific date not reported) due to infection, stated ¿it had germs on it.¿ the patient had sepsis, streptococcus, and staphylococcus, which ¿almost killed¿ the patient, he had malnutrition and dehydration. The device had been used to infuse dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8703w, lot# l35399, implanted: (B)(6) 1995, product type: catheter. (B)(4).